Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e060109 health effect - clinical code :e0726 health effect - clinical code :e0717 health effect - clinical code :e1009 health effect - clinical code :e2103.

Event description:
It was reported that during a generator replacement surgery, the patient aspirated and had to be fully intubated and came out of surgery with a cough. Patient states in the middle of the night, vns starting stimulating back to back causing pain and a bad coughing spell. The patient went to the ER the next morning and it continued to get worse. The patient felt like she couldn't breathe, pain was severe at the vns site, and felt like her throat was being choked. The patient hr would go from the 60s to 160s with low oxygen levels (92/94). The patient settings were lowered and autostimulation was disabled. Per the surgeon, they believe patients symptoms were unrelated to vns and more to do with anesthesia so the patient was turned back on to their previous settings. No other relevant information has been received to date.